Manufacturer narrative:
H6: health effect clinical code 4581: lens rotation h11-manufacturer narrative: lens rotation and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Lens with a slight chip in the haptic loop was implanted. Lens was exchanged and problem was resolved. Cause of the event was reported as user error.